Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas about another issue and during the course of that conversation alleged that in (B)(6) of 2012, her son was hospitalized for low blood glucose (bg). His roommate did not know how to give glucagon and called 911, who transported patient to the hospital. This occurred late evening while patient was awake. Mom has no bg readings from this incident. The son is away at college, has a lot of stress, and was not monitoring his diabetes properly prior to this incident. He is now reportedly doing better as far as his own personal care. He is currently on a dexcom and is still wearing the pump. Mom is not implicating pump, but is not sure of why he went low. Customer technical support (cts) advised mom to have son call animas with any future issues. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: unable to duplicate the complaint, information for the complaint is overwritten. The black box starts on (B)(6) 2014. The pump was used after the original complaint date and all histories and black box data for event have been overwritten. The current pump history shows no eaw¿s associated to the complaint. The tdd¿s add up correctly and reflect the user programmed basal rate. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Audio bolus button cover is torn; the button is fully responding to user presses. Unrelated to the complaint, the battery compartment is cracked from the threads to bumper pad and from bumper pad to cover. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.